Event description:
On (B)(4) 2010, product surveillance contacted the pd nurse concerning a different issue and obtained information that the home patient (hp) was diagnosed with peritonitis and admitted to the hospital on (B)(6) 2010. The nurse believes that the peritonitis is due to home patient not performing therapy for a number of days and also not performing the therapy the right way. The patient was in the nursing home and was discharged on (B)(6) 2010. During that time heparin was administered through the solution bag.

Manufacturer narrative:
(B)(4). Device not returned - no evaluation will be performed